Event description:
It was reported while using the bd max¿ enteric parasite panel, the bd max¿ system, bd max¿ instrument produced 11 false positive results. Confirmatory testing was done via microscopy. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "it was reported by the customer that epp unrs and cdiff ind results. Customer stated they had 13 positive results on epp, but confirmed at least 11 of these to be negative."

Manufacturer narrative:
There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation summary : the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "epp fps & unrs / cdiff inds". The complaint is unable to be confirmed with the information present. The root cause is "unknown". If additional information is received in the future, this complaint will be re-opened and re-investigated. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 1/21/2019. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Review of service history for this device did not reveal any prior events related to this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h10.

Event description:
It was reported while using the bd max¿ enteric parasite panel, the bd max¿ system, bd max¿ instrument produced 11 false positive results. Confirmatory testing was done via microscopy. No results were reported and no reported impact on patient care. The following information was provided by the initial reporter: "it was reported by the customer that epp unrs and cdiff ind results. Customer stated they had 13 positive results on epp, but confirmed at least 11 of these to be negative."